Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.